Manufacturer narrative:
Examination of the submitted device confirmed an drill pin is stuck in the lateral pin hole. The drill pin exhibits circular scratching on the shaft indicating contact with a burr or other raised material. Visual examination of the remaining pin hole reveals galling. The overall condition of the device indicates heavy usage. A complaint database search finds no additional reports against the complaint sample product and lot combination. A complaint database search against product code 212862100 did not reveal any trends of drill pins becoming stuck in the guide. Based on the overall condition of the guide the root cause is attributed to device wear from normal use and servicing. Based on the root cause determination of device wear from normal use and servicing, the need for corrective action is not indicated. Monitor complaints through sep-419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The drill got stuck in the drill hole in cutting guide. The drill bit was bent just a little the moment it went into the guide it was bent more.